Event description:
It was reported that this right ventricular (rv) lead experienced loss of capture and sensing issues. Subsequently, this lead was surgically abandoned and replaced with a new one. No additional adverse patient effects were reported. This lead remains implanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.